Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h2, h3, h4, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Corrosion was found on the circuit board. Based on the results of the investigation, the issue is attributed to corrosion of the circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device insulator stop working during surgery and the front panel black out intermittent. The issue occurred during set up / inspection for use (before patient in room). There were no reports of patient harm.